Event description:
It was reported after retrieving stones, when extracted the basket from the nipple and pulling and pushing the handle at hand, the handle at hand bent. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The same device was used continuously and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer complaint was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.